Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 240 units of insulin, and decreased faster than expected. The customer loaded a new cartridge successfully, resumed insulin delivery, and received an accurate fill estimate. Due to using manual injections, the customer experienced an elevated blood glucose level of 486 mg/dl, and was addressed with a manual injection.